Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 16, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the anterior aspect measuring approximately 0.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 560cc saline prosthesis experienced suspected right sided deflation post procedure. The implant had gotten smaller and the patient suspected deflation. The physician could not confirm the deflation. As a result, bilateral prosthesis replacement with 790cc mentor memorygel breast implants was performed on (B)(6) 2021.